Manufacturer narrative:
(B)(4). The nc tenku balloon dilatation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. Concomitant products: guide wire: sion blue, guide cath: launcher, stent: promus premier. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified, concentric de novo unspecified lesion. The 3.0x12mm nc tenku balloon catheter was soaked and prepped outside the anatomy prior to use. After successfully advancing and deploying a non-abbott stent, post-dilatation was performed with the 3.0x12mm nc tenku balloon catheter but the balloon ruptured when inflated to 16 atmospheres. Thus, post-dilatation was performed with a non-abbott balloon catheter at 20 atmospheres. No resistance was noted during advancement or withdrawal of the balloon catheter. There was no adverse patient effect reported. There was no clinically significant delay in the procedure reported. No additional information was provided.